Manufacturer narrative:
Product event summary: the device was returned and analyzed.analysis was performed and no anomalies were found.

Event description:
It was reported that the thresholds have risen out of range since the implant of the device less than two weeks earlier. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.